Manufacturer narrative:
The customer called technical support to request troubleshooting as the device did not stay in standby mode when prompted. The customer also stated that the device had 3.20 software with the high flow therapy (hft)-60 option installed, the air inlet filter was fairly clean, and the average air and oxygen (o2) readings were within specification (spec) when set to zero. The remote service engineer (rse) advised the customer to run flow sensor zero calibration and flow accuracy tests for passing results. The rse mentioned that the customer could also run both leak tests. Per good faith effort (gfe) response, the customer stated that the reported issue was observed and confirmed, and after flow sensor zero calibration was performed, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device did not stay in standby mode when prompted. It was reported that there was no patient involvement at the time the issue was discovered as the issue occurred during setup. The customer called technical support to request troubleshooting as the device did not stay in standby mode when prompted. The customer also stated that the device had 3.20 software with the high flow therapy (hft)-60 option installed, the air inlet filter was fairly clean, and the average air and oxygen (o2) readings were within specification (spec) when set to zero. The remote service engineer (rse) advised the customer to run flow sensor zero calibration and flow accuracy tests for passing results. The rse mentioned that the customer could also run both leak tests. The investigation is ongoing.